Manufacturer narrative:
One device was returned for repair in sued condition. Device screen has scratches, missing battery cap, missing syringe cap, and cracked syringe port. Service history review identified that the device was last serviced 13-mar-2017 for an issue related to "syringe port broken." The reported problem system fault was duplicated. Device does not meet specifications. The most probable cause is due to intermittent motor. Replaced the motor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the device had a system fault. The event occurred during testing. There was no physical damage reported. There was no patient involvement.